Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had severe hypoglycemia hospital event which was 33 mg/dl on (B)(6) 2024. It was also reported that the patient was hospitalized for less than 24 hours and reason for the hospitalization due to low blood glucose levels. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004305 in question was manufactured at the osted site. Threshold analysis: a query was run on 15-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004305". The count of complaint is 2 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6004305 was manufactured according to work instruction (wi) appendix 1 batchcard for production of packaging room on 05-dec-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned for testing. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.